Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative by pcr next day. Unvaccinated. Asymptomatic.

Event description:
User reported false positive result. Negative by pcr next day. Unvaccinated. Asymptomatic.

Manufacturer narrative:
Additional information: h9: number 88801 added.

Event description:
User reported false positive result. Negative by pcr next day. Unvaccinated. Asymptomatic.